Event description:
It was reported that the patient was brought into the operating room for amputation procedure, no devices were explanted or revised. The distal femur was taken apart and separated from the femoral stem. During the extraction of the press fit stem the mcreynolds adapter broke off. The surgeon decided to leave the stem and cut it with a midas rex flush with the bone.

Manufacturer narrative:
Review of the device history records indicate (B)(4) devices were manufactured and accepted into final stock with no reported discrepancies. Complaint history review: there have been no other events reported for the manufacturing lot. The event could not be confirmed nor the root cause of the reported event determined due to the minimal information received. No further investigation for this event is possible at this time as no devices and insufficient information was received by stryker orthopaedics. If devices and / or additional information become available, this investigation will be reopened.

Event description:
It was reported that the patient was brought into the operating room for amputation procedure, no devices were explanted or revised. The distal femur was taken apart and separated from the femoral stem. During the extraction of the press fit stem the mcreynolds adapter broke off. The surgeon decided to leave the stem and cut it with a midas rex flush with the bone.

Manufacturer narrative:
An evaluation of the device cannot be performed as the device was not returned to the manufacturer. Additional information was requested, if it becomes available, the evaluation summary will be submitted in a supplemental report. Not returned to manufacturer.